Event description:
A report was received that the patients ipg was taking too long to charge and was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was taking too long to charge and was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that it was unknown if device malfunction was suspected or not. No further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was taking too long to charge and was not holding a charge. The patient will undergo an ipg replacement procedure.